Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2017-01974, reference MFR. Report#: 1627487-2017-01975, reference MFR. Report#: 1627487-2017-01976. The patient has four leads for off-label use. It was reported the patient experienced discomfort, uncomfortable stimulation, and inadequate therapy. As a result, three of the patient's leads were relocated on (B)(6) 2017. Surgical intervention resolved the patient's issue. Note: all of the patient's leads are being reported because it's unknown which leads were liable.